Event description:
It was reported that, at the end of a CABG procedure, the cannula was being withdrawn. The distal portion of the cannula started separating from the rest of the device. The distal portion completely separated just as it was exiting the vein. The surgeon was able to grasp the broken portion of the cannula with an instrument and remove it from the vein. As a result there was some damage to the vein which required repair with sutures.